Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had a defective tubing, and the infusion set came apart from the end. It just unplugged from the tubing and it was found that the tubing came away from the plastic on the site. Moreover, she stated that while sleeping, the infusion set's tubing came apart on the quick release/site connector. She woke up as she felt terrible and her blood glucose was 524 mg/dl. The site location was abdomen and the pump was in middle of the chest on the v of the nighty. Reportedly, the infusions were stored inside a drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose was 300 mg/dl and she had to take 14 units of an unspecified drug. No further information available.